Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a helium gas alarm. There was blood in the gas tubing and iab was removed. The customer confirmed the balloon leak location which was 1-2cm below the iab. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a helium gas alarm. There was blood in the gas tubing and iab was removed. The customer confirmed the balloon leak location which was 1-2cm below the iab. There was no reported injury to the patient.

Manufacturer narrative:
Only the membrane/catheter tubing portion of the iab was returned completely unfolded with traces of blood on the exterior and interior of the catheter. The cut was made at approximately 53.1cm from the iab tip. At this same location, the inner lumen and optical fiber were also cut. An underwater leak test of the balloon and catheter tubing was performed and a leak was detected on the membrane at approximately 1.8cm from the rear seal and measuring approximately 0.03cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).